Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was unknown. The customer stated that she kept getting air bubbles and her pump is not delivering insulin properly. The customer stated that her doctor is updating her settings weekly. The customer stated that she is pregnant and had a lot of issues with air bubbles in her tubing. The customer stated that the approximate sizes of the air bubbles are an inch to two inches long. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that the air bubbles did not persist after a set change. The customer was advised to call back if the problems persist.